Event description:
The reporter stated that the surgeon was advancing an implantable collamer lens model micl12.6mm in the cartridge and noticed the leading edge of the haptic was torn, so he quit using the lens. No pt injury.

Manufacturer narrative:
Method: a work order search. Results: (other) - a visual inspection of the returned product shows the lens is protruding out of the tip of the cartridge. There is clear and reddish surgical residue on the lens. No visible damage to the cartridge. There is clear surgical residue on the cartridge. A work order search was performed for similar complaints within the search and no similar complaints were found. Conclusions: no conclusion can be drawn. Based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge, injector and foam tip plunger were not returned for eval.